Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Bg level was addressed with a correction injection. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling.